Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had high and undefined impedance measurements on all vectors associated with lv one. It was noted that during the implant of the lv lead, initial testing showed impedance measurements within normal limits. After rotating five times to fixate and implanting the other leads, testing began once connected to the device. Initial impedance measurements showed all vectors associated with lv one was high and undefined. The lead was reconnected and retested through the device and the measurements remained the same. The lead was than disconnected and checked through the analyzer which confirms the same high and undefined impedance measurements associated with lv one. The physician decided to keep the lead and use a vector where lv two was in circuit. The lead remains in use. No patient complications have been reported as a result of this event.